Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 3300tfx aortic valve was explanted after an implant duration of 6 years and 4 months due to stenosis, calcification, and degeneration. The patient was presented with shortness of breath and fatigue. The valve was replaced with a 23mm 11500 aortic valve. The patient was a stable condition post procedure. The patient is a 60-year-old female with history of diabetes, hypertension, and metabolic syndrome.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event cannot be conclusively determined with the available information. The explanted device is not available for evaluation. However, the calcification observed in this case was most likely due to a progression of the patients underlying valvular disease pathology combined with the patients other underlying risk factors such as diabetes and metabolic syndrome. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.